Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received via fedex in an evproplus-26 jar filled with clear solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact. Due to its received condition, all leaflets appeared twisted with leaflets 1 and 3 partially open and leaflet 2 in a closed position. Commissures: all commissures were intact. The valve was received in a crimped state. The valve was submerged in a warm saline bath. The valve appeared to maintain the compressed condition possibly from being in the crimped state for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded properly without any issues. The valve load was verified and no issues were identified. It was reported that the patient's vessels showed no abnormalities. The native annulus was symmetrically calcified. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The valve was inserted and advanced. The valve was deployed to 85%. It was then reported that the valve did not expand. The valve was recaptured and a second deployment was attempted. The valve remained under-expanded. The decision was made to remove the entire system. A pre-implant bav was performed using an 18 mm balloon. The replacement valve was successfully placed. After removing the valve from the delivery catheter system (dcs), it was observed that the valve remained under-expanded in warm saline solution. The valve remained compressed three hours post procedure as well. No adverse patient effects were reported.